Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the chair was received in new condition with a broken weld at the right hand grip. An expanded evaluation was performed. The expanded evaluation report confirmed that the right back cane had a broken weld at the right hand grip. Additionally, there was a small crack on the left side at the same location. The underlying cause could not be determined; however, it was noted that it could possibly be due to freight/packaging issues.

Event description:
Customer alleged that the chair broke at the weld on the head rest portion when the patient sat in the chair.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer alleged that the chair broke at the weld on the head rest portion when the patient sat in the chair.